Event description:
Reporter alleged blood glucose measured 275 mg/dl versus the doctor's meter result of 99 mg/dl performed at the same time. It was reported customer took 1/2 of oral diabetes medication prior to going to the doctor. Reporter stated when having high readings, customer feels like her glucose is low. No treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.